Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. It also had a missing end cap sticker and scratched lcd window. No moisture damage found inside the device.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer explained that the device was dropped in water while he was climbing out of a kayak. Blood glucose value was 300 mg/dl; treated with manual injection. He was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.